Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, in the patient's eye. The lens was explanted due to being too large. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found both haptics had pieces torn off and missing. The lens was returned in a small clear bottle in liquid. Per medical review it should be noted that at the time of implantation the patient was (B)(6) and per dfu, indications: "the visian icl is indicated for use in adults 21-45 years of age" and therefore, there is no sufficient safety and effectiveness data to support implantation in such patients. (B)(4).

Event description:
Additional information was received from the reporter, it was indicated that the 12.6mm micl implantable collamer lens, -11.0 diopter was implanted on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to the patient experienced elevated iop, narrowing of the angle, angle closure, and shallowing of the acd with pre-op iop 20mm hg. An iridectomy was performed and the patient's post-op best corrected visual acuity was 20/20.